Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/rotational atherectomy procedure, burr withdrawal difficulties were encountered resulting in surgery. The moderately calcified, 80% stenosed lesion being treated was located in the mid left anterior descending artery (lad). The rotalink plus system was operated at maximum of 170-180k-rpms. During withdrawal at 70-80k rpms, the physician noted resistance. He verified the setting of the rotablator console, and tried once again to withdraw the system at 70-80k rpms. Still noting resistance, he called in a surgeon for surgical removal of the burr. Multiple attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.